Event description:
It was reported that a customer had trouble using cleo® 90 infusion set due to detachment. Customer was reported to have high blood glucose level of 458 mg/dl and did not have backup therapy. Customer insulin pen to lower blood sugar. No patient injury reported.